Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery release, main printed circuit board assembly, and battery flex are contaminated. Battery contacts are compressed and the battery drawer is broken. Lcd (liquid crystal display) is out of mechanical specification (gasket showing) and contaminated. Upper case, lower case and lead flex cover are broken and contaminated. One side bail cover, ring cover, one side bail, and ring are missing. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.